Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient failed to charge the ipg as recommended. The ipg was deemed inoperable and patient lost therapy. Surgical intervention is pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.